Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse confirmed the reported issue and noted a c-34 hard error. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the integrated electrosurgical generator unit (iesu) be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site¿s system logs showed two gynecology procedures were performed on (B)(6) 2022 by the surgeon on system sk2781. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical generator unit (esu) was in an unacceptable state after the start of the procedure. Also, complaint investigation confirmed that the field service engineer (fse) replaced the iesu to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a davinci assisted hysterectomy benign surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and informed that coagulation was not working with the erbe integrated electrosurgical unit (iesu). The cutting was working. Error code c-34 was displayed and multiple instances of error 25913 - and error c-34 were seen by the technical support engineer (tse) in live logs. The tse guided caller to reboot iesu, but the errors persisted. The customer switched to classic coagulation which did work, and surgeon was able to proceed with surgery. The procedure was completed as planned with no report of patient harm, adverse outcome, or injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the generator and system initially powered on without errors. To continue the procedure, the same erbe was used with different settings. The customer switched from swift coag to classic coag to temporarily resolve the issue. A third-party generator was used for subsequent procedures until the generator was able to be serviced by isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The reported failure ¿error code c-34 was displayed and the coagulation not working¿ was confirmed and reproduced. During boot up, the system displayed ¿error c-34¿. The unit will be returned to original equipment manufacturer (OEM) for repair. Visual inspection of the returned unit found deep scratches on bezel. The complaint regarding iesu issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.